Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was replaced. There was noise on the lead and a visual insulation breach. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No explant date was provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection of the lead revealed a damaged insulation approx. 25.5 cm distal to the is-1 connector pin as mentioned in the complaint description. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured, which can be considered to be the root cause for the reported noise. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.